Event description:
Caller alleged discrepant results compared with the coagumate. Results as follows: date 2007. Inratio 1.0, 1.3, 1.1. Coagumate 2.2, 1.9, 2.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filled: date 2007. Inratio 1.0, 1.3, 1.1. Coagumate 2.2, 1.9, 2.8. Mean 1.6, 1.6, 1.95. Confidence limits 1.2-2.3, 1.2-2.3, 1.3-2.7. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first and third set of data, both inratio and lab values are outside the confidence limits for inr testing. Products will be tested.